Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05572 it was reported that the rotaburr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink plus and 325cm rotawire was used to treat the target lesion. During ablation using the 1.50mm rota burr, it was noted that the rota burr could not ablate the calcified lesion. While the rota burr was removed from the patient using dynaglide mode, a high pitch abnormal noise was heard. The physician decided to change the device to a smaller size 1.25mm rota burr. While using the 1.25mm rota burr the device could be used without problem. When the 1.50 rota burr was attempted to be used again, high pitched abnormal noise was again observed during pre test outside the patient. The rota burr and rota ire are stuck together. The physician decided not to use this device anymore. The procedure was completed with another of the same device. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The device has a kink at the proximal section, the wire is broken in the distal end, also it has the distal tip unraveled. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05572. It was reported that the rotaburr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ plus and 325cm rotawire¿ was used to treat the target lesion. During ablation using the 1.50mm rota burr, it was noted that the rota burr could not ablate the calcified lesion. While the rota burr was removed from the patient using dynaglide mode, a high pitch abnormal noise was heard. The physician decided to change the device to a smaller size 1.25mm rota burr. While using the 1.25mm rota burr the device could be used without problem. When the 1.50 rota burr was attempted to be used again, high pitched abnormal noise was again observed during pre test outside the patient. The rota burr and rota ire are stuck together. The physician decided not to use this device anymore. The procedure was completed with another of the same device. No patient complications were reported and patient's condition is good.